Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited noise due to electromagnetic interference. Episodes of noise reversion were also noted. No intervention was done. There were no patient consequences.